Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 325 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, manual injection was administered.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not the soft cannula bent, kinked, or damaged. The downloaded data did not generate any alarms and did not show any timeouts or drive stalls. Investigation of the device did not find any damages or abnormalities that could result in issues with device communication. The device was reran and delivered a 5u bolus successfully. The reran data did not generate any alarms and did not show any timeouts or drive stalls. No issues were observed with device communication during the rerun. Thus, the exact cause of the reported communication error could not be determined.